Event description:
New information received indicated that the right ventricular lead exhibited failure to capture and a decrease in sensing. Intermittent diaphragmatic stimulation was also noted. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
It was reported that the right ventricular lead was explanted and replaced due to an unknown reason. No further information was reported.